Manufacturer narrative:
The product associated with batch 4l01382 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports that in (B)(6) 2014, she was hospitalized for blockage and developed (B)(6) in her incision along with a secondary infection and topical yeast infection under breasts and under entire wafer. End user was treated with multiple antibiotics (names not provided) and nystatin power. End user reports that currently she developed red weepy skin under the tape border with some intermittent reddened skin under her mass that has been present since (B)(6) 2014. Initially end user saw a dermatologist who referred her to a wound center. The physician at the wound center diagnosed her with contact dermatitis and stated she was allergic to the ostomy supplies. End user was prescribed 2 rounds of oral diflucan, in (B)(6) 2014 and again in (B)(6) 2015 with no improvement. End user states she has not had any cultures of open weeping skin. Skincare was reviewed and it was recommended by the physician to use hibiclens soap to peristomal skins. End user reports she is currently using nystatin powder crusted with skin prep and duoderm strips under the tape border with slight improvement noted. End user was advised to eliminate all products with chemicals, advised to stop skin prep, hibiclens and safe & simple adhesive remover. End user was advised to use water and mild soap, stop nystatin powder and crust only with sensicare no sting barrier and stomahesive powder. It was discussed with end user how to do patch test with small piece of tape border on opposite side of abdomen. Discussed using stomahesive strips under tape border and trying wafer without tape border; also discussed wafer with hydrocolloid border. End user will discuss recommendations with her physician. Per additional information received 03/19/2015, the end user states the prednisone has really helped and there is no longer weeping or open skin under the wafer, however there is still some pink skin to left lower quadrant and left upper leg which is resolving. End user states she is continuing with prednisone for another week and that the patch test to the right side of abdomen was negative, no redness, no bumps or rashes after 3 days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on 03/27/2015.